Event description:
The customer reported that the monitor failed on the system. No patient injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep replaced the monitor. The system operates as intended.